Event description:
It was reported that the rings on the tip of the cysto-nephro videoscope were not able to be sterilized and failed the process. The issue was found during reprocessing for a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results and the device evaluation, although it was found that the insertion tube and bending section were damaged, it is unknown if the damage caused the presence of foreign material. Therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.